Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with a noise on the right atrial lead. No intervention was performed. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received noted that the lead was explanted. Patient status was not known.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in two portions for analysis. Visual analysis found an external insulation abrasion breaching the outer insulation and exposing the outer coil consistent with friction to another device or patient anatomy located at the distal tip of the distal tip portion. The cause of the reported event was isolated to the exposure of the coil in the abrasion zone. All other damages found are consistent with procedural damage.

Manufacturer narrative:
This event is related to 2017865-2023-52362. The reported event of noise oversensing resulting in inappropriate ams was confirmed. As received, a complete lead was returned in two portions for analysis. Visual analysis found an external insulation abrasion breaching the outer insulation and exposing the outer coil consistent with friction to another device or patient anatomy located at the distal tip of the distal tip portion. The cause of the reported event was isolated to the exposure of the coil in the abrasion zone. All other damages found are consistent with procedural damaged.

Event description:
New information received noted that the patient presented remotely via merlin.net. Transmission revealed that the right atrial lead exhibited noise oversensing resulting in inappropriate mode switch and was reproduced in clinic. The patient was stable.